Event description:
It was reported the patient's blood glucose level (bg) rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly leaking during wear. A new pod was successfully applied.

Manufacturer narrative:
Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The external portion of the soft cannula was observed to be flattened. Fluid was able to flow through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.